Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. The patient had twiddler's syndrome and twiddled the device to a point where the lead's body was fractured. The patient received one inappropriate shock. The patient's advocate decided to have the patient's entire system explanted. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the rv lead underwent a visual inspection and was found that the lead body was completely twisted off where all conductors at the location melted open.